Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a locking titanium adapter would not screw onto the pd catheter. This event occurred during setup of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.